Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was replaced, and therapy was restored.

Event description:
It was reported patient's ipg was approaching end of life and pc displayed the message " replace generator soon". Patient uses high tonic settings and drains battery faster. As such, surgical intervention is planned to address the issue.

Manufacturer narrative:
B3-date of event is estimated.